Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced a whole-body rash due to an allergic reaction, believed to be caused by the implant. In addition, it was noted that the skin of the scrotum was irritated. The patient was treated with antibiotics and no revision surgery has been planned. There were no device issues reported and no further patient complications.

Manufacturer narrative:
Additional information updated: h6: evaluation conclusion codes there was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced a whole-body rash due to an allergic reaction, believed to be caused by the implant. In addition, it was noted that the skin of the scrotum is irritated. The patient was treated with antibiotics and no revision surgery has been planned. There were no device issues reported and no further patient complications.